Manufacturer narrative:
(B)(4). Date sent: 12/22/2021. D4: batch # 438a06. H6: component code = g04. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with one gst45g reload not loaded in the device. The reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and the device did not achieved its complete firing sequence, the knife did not returned automatically to the home position, the knife was return to the home position activating the reverse button manually. The staple line and cut line were complete and the staples meet the staple release criteria. The device opened and closed without any difficulties noted. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. The device was sent to cincinnati for additional evaluation. Upon arrival in cincinnati pi lab it was determined that the device had a wrong component installed as it was noted that driver bar of a 60mm device was present on a 45mm device. The wrong component installed has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system.

Event description:
It was reported that during an unknown procedure the stapler was fired on pulmonary artery. Stapler fired until it reached end of stapler cartridge, but blade did not return so stapler was unable to be opened. The manual override was used to return the blade and open the device. This was the first firing of the stapler. The case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). Batch # 438a06. Date of event unknown. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.